Event description:
It was reported that during a stent procedure in a concentric, 95% stenosed calcific lesion in the lad, calcium was observed on ivus in the left main. Resistance was met when the delivery sys entered the calcified area. Difficulty was encountered when removing the delivery sys. When the sys was removed the stent was missing.